Event description:
There was an allegation of questionable glucose results from the accu-chek inform ii meter. At 12:53 pm, the result from meter serial number (B)(6) was 26 mg/dl. This was from a heel stick. At 12:56 pm, the result from the laboratory was 87 mg/dl.

Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.

Manufacturer narrative:
The customer meter was received for investigation and was tested with retention material and quality controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 43, 42, and 44 mg/dl, level 2: 307, 304, and 304 mg/dl. All returned results are within the acceptable range. No information was provided that would point to a cause for the discrepancy. The meter log file did not indicate any hardware or software issues that would lead to a measurement discrepancy. The meter was disassembled for further investigation, and no damage or contamination was observed.